Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: other - no product was returned and insufficient information was provided. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap chest dated 10/13/22 demonstrates malleable plate and screw fixation involving three separate ribs along the inferior right hemithorax. Two scout images of the chest from a chest CT demonstrate fractured appearance of the superior most right rib malleable plate device. Overall fit and alignment of the three malleable plate right rib fixation devices are appropriate in size and alignment with eventual fracture of the superior most plate on the CT scan images. No signs of loosening, wear, or radiolucency. No contributing factors are identified. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
It was reported that the patient was lying in bed and when he turned to his left side, he heard and felt a crack. Subsequently, a revision was performed due to a fractured plate and constant pain. No additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was lying in bed and when he turned to his left side, he heard and felt a crack. Subsequently, a revision was performed due to a fractured plate. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: concomitant medical product - zimmer biomet ribfix blu 12 hole prebent plate catalog#: 76-2602 lot#: unknown; zimmer biomet ribfix blu 16 hole prebent plate catalog#: 76-2603 lot#: unknown. G2: foreign - germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00119 and 0001032347-2023-00121.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the three returned plates. All three plates show signs of attempted using including marking scratching on the plater surface. One of the two 76-2603 plates has fractured. The remaining 76-2603 plate is still intact. The returned 76-2602 plate has fractured as well. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause has not changed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.